Manufacturer narrative:
Patient is over 18 years old. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) the reported event of stent positioning issue. (B)(4) the reported event of stent partially deployed. The complainant indicated that the device is contaminated and will not be returned; therefore a failure analysis of the complaint device could not be completed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted on (B)(6) 2012 during an esophageal stent placement procedure. According to the complainant, the indication for stent placement was to treat a 7-8 cm malignant lower esophageal stricture. The lesion was not dilated with a balloon prior to stent placement but the scope was passed through the stricture. During the procedure the doctor passed the scope across the stricture and measured the length of the structure. The doctor decided to use a 15cm ultraflex covered stent. The doctor passed the guidewire through the scope. The guidewire was passed across the length of the stricture and placed deep in the stomach. The stricture length was marked by placing external fluoro markers on the patient's body. The doctor then removed the scope placing the guidewire in patient's body. A the ultraflex stent was passed over the guidewire inside the patient's body. The markers were observed on the fluoro screen. Once the doctor was happy with the positioning of the stent he decided to deploy the stent. After deploying the stent about 40%, the stent suture got stuck and would not release. The doctor tried to pull the suture a bit harder but still the suture was not getting released. He then pushed the stent ahead and tried releasing the suture. The suture still did not release. He then pushed the stent further ahead and tried releasing the suture. The suture was getting released but the initial position of the stent was disturbed. The doctor pushed the entire stent system in the patient stomach and released the stent inside the stomach. The released stent was then removed with rat tooth forceps. Another ultraflex stent was obtained, advanced over the guidewire and observed on the fluoro screen. Once the doctor was happy with positioning, the second stent was deployed successfully. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.